Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high shock impedances of greater than 125 ohms in triad configuration. It was noted that all other lead measurements were normal. The configuration was switched to coil to can and shock impedances were 93 ohms. Shock impedances were checked in rv distal coil to rv proximal coil and impedances were 116 ohms. Then impedances were checked again in triad with pocket manipulation and impedances were again greater than 125 ohms with multiple attempts. A lead insertion/set screw issue was suspected since the system was recently implanted. Boston scientific technical services (ts) suggested performing defibrillation threshold (dft) testing. The patient was brought back for testing and 1.1 joule and 41 joule shocks were delivered without the proximal coil in the configuration and shock impedances were noted to be normal. It was noted that the physician was confident in the high energy shock results and did not want to subject the patient to any further testing, thus the device was left programmed distal coil to can. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.